Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that after start up of the system, a blue screen displayed and the system shut down. System would not start back up.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The central processing unit (cpu) host module and the 12-volt battery were replaced. The system was then tested and met all product specifications. The central processing unit (cpu) host module was received and a visual assessment of the returned sample found no visual nonconformities. The sample was installed into a calibrated cataract system, where it booted up successfully. A review of the event log showed an occurrence of system message (sm) [lost ac power]. The sample then passed burn-in and the host memory diagnostic test per manufacturing testing procedure (mtp). The system was manufactured on august 26, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the system shutting down can be attributed to a nonconforming 12v battery. The root cause of the reported event of the blue screen being displayed cannot be determined conclusively, since the cpu host module was found to meet specifications, and the 12v battery would not contribute to the reported event. The manufacturer internal reference number is: (B)(4).